Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Patient reported blood from stoma yesterday. Describes amount as a trickle. Bleeding on and off today, amount trickle. Called doctors office today. Waiting for physicians assistant to call back. No nausea or vomiting at this time. Saw surgeon (B)(6) 2014. Instructed end user to take prescribed nausea pills as directed.